Event description:
In 2009, baxter received a report from the baxter sales representative of a patient reaction to v-link use. The patient was admitted to the hospital for an unk reason the month prior, and an intravenous (IV) catheter was inserted in the ed (emergency department). The patient had a cat scan with contrast the same day. The patient also had a persantine nuclear stress test the next day. The patient was discharged the same day. On three days prior to original date, almost the entire left arm of the patient was red and very sore. The patient visited their physician and was prescribed an antibiotic. This customer recently converted to the v-link valve. Additional information was provided on 05/05/09. A.c. Was admitted with a diagnosis of shortness of breath on five days prior to original date. An IV was inserted in the emergency department. The patient was discharged the next day. On three days prior to original date the majority of her arm that had the IV was red and sore. The physician started her on cephalexin, sulfamethoxazole and trimethoprim. The switch from interlink to v-link started the month prior. The new product started hitting the floors the next day. The lot number is unk. The actual sample was discarded.

Manufacturer narrative:
An evaluation was not performed. The actual sample was discarded. The lot number is unk and companion samples are not available.